Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Functional testing of the device revealed an insert slide clamp alarm, confirming the reported condition. The cause of the insert slide clamp alarm was determined to be an inoperative safety slide clamp assembly. To correct the condition, the insert slide clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an insert slide clamp alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.